Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient developed implant displacement. The investigation was completed on a photo of the suspect medical device because the physical device was not received at mentor. Upon visual evaluation of the image provided in the complaint, bubbles were observed within the gel. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: device migration. (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 150cc gel breast prosthesis suffered from migration of the right breast prosthesis post implantation. Migration was diagnosed via ultrasonography. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received the following additional information about the event: - the patient identifier is (B)(6). - the patient dob is (B)(6) 1992 - the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 130cc gel breast prosthesis. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed implant displacement. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).